Event description:
It was reported that this pacemaker entered Safety Mode and had recorded a Code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, it was explanted. A new device was implanted. No additional adverse patient effects were reported.